Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
March 28, 2019 16:00:37 (B)(4) ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6) inquired what led up to the complaint. Customer response: customer called to seek assistance in linking her blood glucose meter with her pump. Pump programming assistance per dop114-980. Customer requests assistance with programming the pump. Assisted customer with programming: meter ID. Customer's outcome pertaining to the complaint: customer was able to successfully connect her meter with her pump- able to send bg results. Customer asked if she is going to be okay with her high bg, confirmed that she is going to be okay and correction was done. Ship: n/a / return: nothing country: (B)(6) city: (B)(6) input date: (B)(6) 2019 warranty start: 06/26/2018 warranty end: 06/25/2022 batch - ng1565184h.